Event description:
It was reported that the subject device had a abnormal image color. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: green screen. Based on the results of the investigation, it is likely the following led to the malfunction: this green screen is caused by a component failure of the insertion tube assembly. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.